Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while advancing the impella cp wire the patient experienced ventricular fibrillation two times, which was promptly terminated with defibrillation each time. There was no residual problems noted and the patient remained stable afterwards.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.5 revised narrative with adverse event that was inadvertently not included on the initial manufacturer device report number 1220648-2024-19049. G.2 study selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-19049. H.6 added health effect - clinical code and health effect - impact code to reflect adverse event that was not included on the initial manufacturer device report number 1220648-2024-19049.

Event description:
Upon further evaluation it was determined that the patient experienced access site bleeding. The bleeding could not be controlled with manual pressure and the impella was removed.